Event description:
User received erroneous ft4 and tsh results for one patient sample. Repeat testing was performed at another site on the same sample. Initial result ft4 result was 2.13 ng/dl, repeat result was 0.9 ng/dl. Initial tsh result was 10.15 uiu/ml, repeat result was 15.55 miu/ml. No results were reported. The field service representative determined the patient could have interfering problems with this test. He noted he checked all mechanisms. Performance tests were performed which were within specification.